Event description:
Additional information was received from a company representative. The oversedation was a result of the medication and was resolved.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (20 mg/ml) at 0.96 mg/day via an implantable pump (lot number and dates of therapy were not reported). Indications for pump use were not reported. Concomitant medications were unable to be obtained and medical history was unknown. On (B)(6) 2015, following pump implant that morning, the company representative received a call from a nurse practitioner (np) that the patient was over-sedated and had been placed on oxygen (o2) and given narcan; the company representative was asked to decrease the pump from 2 mg/day to 0.5 mg/day. As the pump would not allow a dose lower than 0.96 mg/day, the physician was notified and the pump was ordered to be decreased to 0.96 ml/day. As of (B)(6) 2015, the pump remained implanted and in service and the patient's status was reported as "alive - no injury." There was no allegation against an implanted device. As of (B)(6) 215, the over-sedation had not resolved; the patient was decreased to a minimum rate that morning and no further updates were available at that time. Additional information regarding the cause of the over-sedation, additional actions/interventions taken, and resolution of the over-sedation has been requested. If additional information is received, a follow-up report will be sent.